Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status. A red alert was issued in latitude for this battery status change. It was noted that the monitoring voltage was 2.58v and the charge time was 30.2 seconds. Further review of latitude confirmed the device had declared elective replacement indicator (eri) battery status in (B)(6) 2009. The device was explanted and was replaced with another boston scientific ICD. The device was later returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.